Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheters were found cut at around the snaplock adaptor, twice in a row. Therefore, they were replaced with the new ones in both cases.

Event description:
It was reported that the catheters were found cut at around the snaplock adaptor, twice in a row. Therefore, they were replaced with the new ones in both cases.

Manufacturer narrative:
Qn# (B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter being found cut during use could not be determined based upon the information provided and without the sample.